Manufacturer narrative:
Good faith efforts (gfe) was performed for further details regarding the event; however, the key market (km) responder reported that the customer cancelled the report, and the km was unable to get into contact with the customer. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "blower temperature is too high" error message. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed a "blower temperature is too high" error message. It was noted that the turbine should be checked. No further details were provided. Investigation ongoing / resolution pending.

Manufacturer narrative:
E: (B)(6).